Manufacturer narrative:
One used tracheostomy tube was returned for product evaluation. Visual inspection observed scratches and tears on the device cuff. During functional testing, the cuff was inflated with air. The cuff was immediately observed leaking. The reporter indicated that the device had been checked for leaks prior to intubation and no leaks were detected. The reporter also explained that the cuff began leaking after it was in patient use for 2 days. The cuff damage is beleived to have occurred during device use. What inflicted the damage on the cuff could not definitely be determined. No evidence was found to suggest the reported event was caused by a manufacturing issue or an intrinsic product problem.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the device was observed leaking after two days in use. Cuff was leak checked prior to use. Emergency trach change was required. No incident related medical sequela was reported.